Event description:
It was reported the patient received inappropriate atp therapy due to paced bigeminy. It was recommended to reprogram the device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.